Manufacturer narrative:
Seaspine was made aware of this event on (B)(6) 2021. The implant has not been made available for investigation, as the device remains implanted. No further details of the patient's condition or treatment plan has been communicated to seaspine at this time. Review of labeling: possible adverse events: loosening of spinal fixation implants may occur due to latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain

Event description:
The patient underwent revision spinal surgery consisting of the seaspine mariner pedicle screw system on (B)(6) 2020 to address a set screw which had loosened from an iliac bolt (reference medwatch MFR report # 3012120772-2021-00012). The surgeon replaced the loose set screw. In a postoperative follow up clinic visit on (B)(6) 2021, the surgeon discovered the set screw had come loose from the iliac bolt again. No revision surgery has been scheduled, and the surgeon continues to monitor the patient.